Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product lot code required in searching the complaint database by product lot code was not provided. The investigation could not draw any conclusions about the reported polyethylene wear without the product to examine and insufficient product info. Based on the performed investigation, the need for corrective action is not indicated. In addition, the product code is a discontinued item. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Event description:
Pt was revised to address femoral loosening at the cement/implant interface. The manufacturer of the cement used in the primary surgery is unk. Poly wear of the insert and osteolysis were also reported.